Event description:
The hospital reported that during an endoscopic vessel harvesting procedure of the saphenous vein, vasoview hemopro 2 c-ring/cradle area broke while inside patient. Nothing fell into patient. All pieces were retrieved. Harvester made an additional incision but not due to device. The same device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise#:(B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory or evaluation on 06/11/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of both the hot and cold jaw were observed to be intact with no visual defects. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing was observed to be broken off and therefore did not remain attached to the cannula. The detached portion of the scope wash tubing and c-ring half were not returned for evaluation. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The harvesting device was inserted into the cannula port and it was observed that the c-ring was in closer proximity than normal to the jaws. Based on the returned condition of the device, the reported failure "break; c-ring", as well as the analyzed failures "material deformation; c-ring wire" and "break; scope wash tubing" was confirmed. Specific actions for the reported failure mode (break; c-ring) and analyzed failure (material deformation; c-ring) are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378288 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the analyzed failure "material deformation; c-ring." CAPA 1039601 was initiated to address the analyzed failure "material deformation; c-ring" and product "evh cannula".

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring/cradle area broke while inside patient. Nothing fell into patient. All pieces were retrieved. Harvester made an additional incision but not due to device. The same device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: a2, a3, a4, b4,g3,g6,h2,h6,h10,h11. Corrected section: b1 changed from product problem to adverse event&product problem, b2 changed to required intervention, h1 changed from malfunction to serious injury, b5.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring/cradle area broke while inside patient. Nothing fell into patient. All pieces were retrieved. The same device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.